Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this tachy device had an estimated battery longevity of six months during the recent interrogation. It was also noted that atrial lead threshold had increased. This tachy device was explanted. No additional adverse patient effects were reported.